Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that an abnormal impedance was observed with the second lead. The impedance measured during the operation was within the normal range. As an abnormality was observed at two electrodes during the check before closing a wound, the device was wiped up and impedance measurement was performed again. The impedance was confirmed normal at this time. After the patient went back to the hospital room, impedence was measured and the telemetry results confirmed impedance abnormality at #10, #11, #12, #13, #14, and #15 electrode; it was over 10,000 ohms. The customer felt displeasure at the fact that the issue occurred despite the product management such as wiping up liquid off the device. No x-ray images were available. The device settings were unknown. It was unknown if there were any external factors that contributed to the issue. It was noted that there was no abnormality found with one of the leads. The issue was not resolved at the time of this report. No patient symptoms were reported. No surgical intervention occurred, nor was planned. The patient was alive with no injury. Additional information was received from the rep two months later reporting that is was unknown what the exact abnormal impedance measurements were before closing the wound. The high impedances did not resolve. The cause of the high impedances was undetermined. No further complications were reported or anticipated.